Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following the software update of the programmer, sensing and threshold tests were unable to be performed, that it was very slow to print and that it generated overheating messages and had to be turned off. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of sluggish performance and overheat message through errors in the error file and the micro processing unit board was replaced and reimaged and the power supply replaced to resolve. Analysis was unable to confirm the customer comment that sensing tests were unable to be run, at system test correct operation was verified at the virtual patient station using a known good analyzer and no fault was found. Analysis did note that the system fan was noisy and it was replaced, and the software was reconfigured and reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.